Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed there was no physical damage on the device. During functional check, the reported complaint was verified. The returned monitor was tested with a 4086 multi-parameter simulator and passed. However, when the returned the finger probe was connected to the monitor there was no reading. A good known finger probe was used to test the monitor and worked. The customer finger probe is defective. The customer will need to purchase a new finger probe. There was no light flashing during the test.

Event description:
It was reported that is non-functional, and all the lights are lit up constantly. The customer is unable to obtain a reading.